Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service (fse) was able to verify the dead cell battery. The battery would not show as charging when placed in several other iabps. The fse replaced both batteries. The charging circuit was then verified to be working. Functional testing and safety check to factory specifications were completed. The iabp passed all functional and safety tests per factory specifications, was returned to customer , and cleared for clinical use.

Event description:
Prior to use on a patient, it was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement or adverse event was reported.